Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. During inspection and testing, the biopsy/instrument channel was visually inspected using a slim video endoscope, small black debris was observed in the channel and scoring at the distal end, unidentified fibers were also present. Additionally, the light guide cover lenses were worn and chipped. The objective lenses were worn and chipped. The adhesive on the distal end was worn. The control body aspiration colored ring was worn. The control body air/water housing failed, and the colored ring was worn. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported that about mid-procedure, the evis lucera elite colonovideoscope became blocked. The clinical team proceeded to unblock the endoscope by brushing the scope in the procedure room, and upon doing so, they noticed the tip of a cleaning brush was in the instrument channel. The procedure was completed using the same device after the brush tip was removed. There was no patient or user harm reported due to the event.